Event description:
As reported by an affiliate, during a pta procedure, when the physician tried to inflate the maxi balloon catheter with an unknown inflation device, the physician found that the balloon catheter had a leakage, thus the physician changed the balloon catheter to an unknown product. No patient injury was reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. It is unknown if there were kinks or other damages noted prior to inserting the product the product into the patient. The device did prep normally (i.e. Maintain negative pressure). It is unknown what contrast media was used and what the contrast to saline ratio. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve. It is unknown if there was any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel. It is unknown if there was difficulty crossing the lesion. The catheter was never in an acute bend. It is unknown if the balloon inflated normally. It was not reported if the balloon catheter was remove easily from the patient. The same indeflator was used successfully with other devices. The target vessel/lesion or its characteristics are unknown. It is unknown if the device was used for chronic total occlusion.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, during percutaneous transluminal angioplasty, the physician attempted to inflate a maxi ld balloon catheter and noted leakage from the balloon. The target lesion and characteristics are unknown. The procedure was completed with a same like product and no patient injury was reported. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. It is unknown if there were kinks or other damages noted prior to inserting the product the product into the patient. The device did prep normally and maintained negative pressure. The indeflator used had been used successfully with other devices; however, the brand of inflation device, contrast and contrast to saline ratio are unknown. Resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter was not indicated. It is unknown if there was any difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. It was not reported if the balloon catheter was remove easily from the patient. (B)(4): one non sterile catheter maxi ld 7f 20x6 110cm was received coiled inside a plastic bag. An axial burst was noted in the balloon. No other damages were noted. A leak test was not performed due to the condition of the balloon. Sem results showed that the balloon external surface exhibited no evidence of scratches or abrasions. The balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "balloon - leakage" was confirmed through analysis of the returned device. The exact cause of the failure could not be determined; however, since no anomalies were detected during preparation and the device maintained negative pressure, there are possible handling factors that may have contributed to the reported event. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.